Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported multiple sensors with unknown serial numbers, all sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported having unknown issues while using 4 of 5 adc freestyle libre sensors. Per the content of the user report: "I had four of the last five freestyle libre fail, leaving without the ability to measure my glucose levels." However, customer did not report any adverse event and self or third party medical intervention associated with the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.